Event description:
The patient had two complete se stents implanted, one to the right distal sfa and one to the right mid sfa. Both stents were successfully deployed. Approximately 13 months post index procedure, intervention was performed to treat target lesion/vessel restenosis. Indication for intervention was claudication and abnormal abi. At 60-80% restenosis was found in-stent and between the two stents. Extensive arthrectomy was performed. The 30% residual stenosis remained. Patient tolerated procedure well. Reference MFR report number 9612164-2011-00331.

Manufacturer narrative:
(B)(4). Results: (restenosis of stented segment).